Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving clonidine (1200 mcg/ml at 188.7 mcg/day) and baclofen (1500 mcg/ml at 235.9 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity, other spasticity, and cva (stroke) das system. It was reported a motor stall occurred on (B)(6) 2015 at 12:10 and a motor stall recovery occurred on (B)(6) 2015 at 13:32. No patient symptoms reported. The cause of the motor stall was not noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a clinical study. The cause of the motor stall was due MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.